Event description:
Sheath separated after bilateral iliac stents were placed. The sheath did not completely separate it, actually only unraveled.

Manufacturer narrative:
Evaluation: customer returned one, sheath and dilator in an opened and used condition. Investigation revealed that the sheath material started to separate 23 cm distal of the hub. The customer stated that this occurred during withdrawal of the sheath after the placement of bilateral iliac stents. At this time we are unsure why the sheath separated, however, it may have occurred if the stents were too large, or if the withdrawal took place in scar tissue. This product is visually inspected to ensure there is no separation prior to shipping. We do label this device with a "warning" label stating: "warning: all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight."